Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event with an infusion set where the blockage was likely at the site. Patient was alerted by alarm 2 followed by alarm 26. Symptoms were noticed within 3 hours of insertion in the abdomen. Patient confirmed to regularly rotate site location. Patient changed supplies as necessary and resumed insulin therapy. No further information available.